Event description:
The customer reported being treated by paramedics for hypoglycemia. The customer stated that prior to the event, he had bolused for food that he did not eat because he perceived that his sensor glucose was high based on the sensor reading. It was advised to the customer not to treat off sensor glucose. The customer then stated his last infusion set change was two days before the event. The customer also stated that there was an alarm in the alarm history that occurred right after a battery change. The customer was assisted in clearing the alarm. Programming was checked and the date was incorrect. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.